Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion of the medication a leak was noticed between the distal extension line and the brown hub.

Manufacturer narrative:
(B)(4). This complaint was entered in error, due to that it was previously entered under MDR # 3006425876-2015-00372.